Manufacturer narrative:
Waismed performed an extensive and comprehensive investigation in order to find the root cause of the problem. It was concluded that the malfunction of the activation mechanism occurred due to galling of two metallic components which were made of stainless steel with the same hardness properties. Under high contact-force, the oxide layer of stainless steel can be deformed, broken and removed from parts of the component, exposing bare reactive metal. When the two such surfaces are the same hardness, these exposed surfaces can easily fuse together, causing seizure or galling. Different materials have different hardness and hence unequal levels of damage to their oxide layers under friction, which avoids having the bare mating surfaces that can be fused. In all lots manufactured before march 2015, the metallic components of the activation mechanism were made of two different raw materials (with different hardness) and therefore, the potential malfunction might occur only in those lots which were manufactured after march 2015. The company shall initiate a field action. The investigation is ongoing and the MDR will be supplemented when the investigation is complete. In case this report is submitted late it is due to an administrative issue in obtaining access to the e-MDR database.

Event description:
On (B)(6) 2016 a paramedic in (B)(6), used the nio-a device on a patient. During the operation of the nio-a, the needle was not released from the device as expected. The device was placed on the floor and after several minutes the needle was released spontaneously. The patient was treated using other method with no harm.